Event description:
The customer reported the subject device was displaying a blurry image. The reported issue occurred during a gastroscopy. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in the air/water nozzle).

Manufacturer narrative:
During inspection and testing, the blockage observed in the air/water nozzle appeared to be a white fibrous-like material. The conclusion was that the foreign material did not originate from the olympus endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the white fibrous-like material clogging the nozzle possibly occurred when brushing the air and water supply valves, the brush was damaged, and the brush hairs got into the air and water supply channels; or lint entered the air and water supply channels and was clogged in the nozzle when gauze was used during reprocessing. However, a definitive root cause could not be determined. The device's operation manual provides the following regarding inspection of the device: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The device's reprocessing manual provides the follow information: "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles." "Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." In addition, service found the adhesive on the light cover glass and the optical cover glass was worn. Service confirmed that the image was cloudy and could not be corrected. The adhesive on the distal end was peeling off, the adhesive on the bending section cover was worn. The paint on the suction cylinder and the air/ water cylinder was peeled off. The bending angle in the down direction was out of specification, the angulation knob was stiff, the water flow was out of specification, and the insulation resistance value between the distal end and connector was out of specification. Per the legal manufacturer, these other issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) brush was broken while the a/w (air/water) valve was brushed, and bristles entered in the a/w nozzle, which caused clogged the nozzle. B) reprocessing with using non-lint free gauze or like that caused the lint entered the a/w channel and clogged in the a/w nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_ preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. - manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. ·function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. ·channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. · single use combination cleaning brush (bw-412t) - check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. - caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. ·manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction: this event of blurry image was reportable at initiation of the complaint, instead of the malfunction at evaluation. Olympus will continue to monitor the field performance of this device.